Event description:
I am having so many issues regarding my mentor saline breast implants I got (B)(6) 2007. I feel like I'm in early stages of alzheimer's, a horrible brain fog, low energy, fatigue, pain, vision problems, chest pain, inability to produce normal amounts of breast milk and my baby had seizures which could be from the poison in the little bit of the milk she was able to feed from.